Event description:
A patient implanted with sternal plates and zipfix ties on (B)(6) 2013 was returned to the operating room on (B)(6) 2013 for removal of broken zipfix ties and a broken sternal plate. No additional information is available. This report is for an unknown sternal plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an unknown plate, quantity 1. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.